Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump revealed that the there was a crack along the battery compartment threads. Unrelated to the complaint, evaluation revealed that the internal clock battery was leaking and was unable to hold a charge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the that there was a crack along the battery compartment. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.